Manufacturer narrative:
Analysis of the implantable infusion pump (s/n (B)(4)) found no anomalies. Analysis of the implantable intrathecal catheter (s/n (B)(4)) found significant twisting that may have affected infusion and damage to the transition tube. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 19-feb-2020, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving hydromorphone (4 mg/ml at 0.4613 mg/day) and bupivacaine (2 mg/ml at 0.2307 mg/day) via an implantable infusion pump. The indications for use were noted to be non-malignant pain and degenerative disc disease/herniated disc pain. It was reported that the patient had never reached efficacy since the implant of his drug infusion system on (B)(6) 2018. The hcp was going to perform a catheter study and the representative was calling to get instructions on how to program it. No further complications were reported. Additional information was received from a patient via manufacturer representative (rep). It was reported that patient had loss of efficacy past 6 months. Any environmental/external/patient factors that may have led or contributed to the issue were fall and patient lost ~60 lbs with weight loss program. Dye study was performed- unable to aspirate. The rep offered catheter revision but patient refused. Patient was potentially having orthopedic procedure done. At the time of this report, the issue had resolved and patient status was alive- no injury. The catheter was explanted and would be returned. No further complications were reported.